Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient was experiencing ineffective coverage of therapy and as such surgical intervention was undertaken wherein additional lead was implanted and effective therapy was restored.